Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pulmonary embolism ("developed a pulmonary embolism") and impaired gastric emptying ("gastroparesis") in a 33-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pituitary adenoma, endometriosis, fatty liver, hyperlipidemia, hypertension, cerebral cyst, snapping hip syndrome, osteoporosis, acetabular labral tear, migraine, psoriasis, pelvic prolapse, pelvic pain, anxiety, vaginal bleeding, facial pain, fractured nose (findings and impression: tiny left-sided nasal bone linear lucency, which may represent a nondisplaced fracture. Other wise, no displaced fracture is seen.), pain in extremity, pain in elbow, rash all over (pruritic rash, possible allergic reaction.), high cholesterol, hemorrhoids (anorectal discomfort), weight gain and bipolar disorder. *on (B)(6) 2010, essure confirmation test was performed on (B)(6) 2014: surgical pathology: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilatereal salpingectomy (119 grams) letomyoma, up to 0.5 cm. Inactive endometrium cervix without significant abnormality right fallopian tube with paratubal cysts left fallopian tube with paratubal cysts negative for malignancy. Specimens received: uterus/cervix/bilateral tubes. Previously administered products included for prevent pregnancy: yasmin and gianvi. Concurrent conditions included contusion, chest pain, back pain, numbness in leg, weakness, unsteady gait, hazy vision, afebrile seizure, vaginal prolapse, abdominal cramps (this happened after having intimacy with husband this morning pt cramping is lower abdominal), ligament laxity, pituitary adenoma, vaginal cuff dehiscence, hypothyroidism and umbilical hernia. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), aripiprazole (abilify), atorvastatin, carisoprodol (soma), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), epinephrine (epipen), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine sodium (eferox), levothyroxine sodium (synthroid), lorazepam (ativan), methylphenidate hydrochloride (ritalin), montelukast sodium (singulair), pantoprazole (protonix), progesterone (prometrium), propranolol, rizatriptan benzoate (maxalt), rosuvastatin calcium (crestor), sertraline, temazepam (restoril), topiramate, tramadol and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced procedural pain ("pain: after surgery [ suffered severe pain in my butt and down my leg"). In 2011, the patient experienced cystocele ("cystocele"), cystitis ("bladder infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge alot of discharge always thought I had an infection"), fatigue ("fatigue"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), coital bleeding ("my vagina hurts all the time making sex painful and I bleed also"), uterine prolapse ("uterine prolapse"), vomiting ("I throw up all the time") and arthralgia ("hips pain") and was found to have weight increased ("sudden I put on over 20lbs"). In 2013, the patient experienced hypertension ("had high blood pressure before hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriasis ("developed small patches of psoriasis "), migraine ("migraines I had them but they have gotten way worse now"), headache ("headaches I had them but they have gotten way worse now"), hemiplegic migraine ("hemplegic migraine syndrome"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), eczema ("eczema"), enterocele (" enterocele"), rectocele ("rectocele"), musculoskeletal pain ("butt pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pulmonary embolism, impaired gastric emptying, vaginal haemorrhage, menorrhagia, cystocele, cystitis interstitial, cystitis, the last episode of female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, nausea, hemiplegic migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, procedural pain, coital bleeding, uterine prolapse, vomiting, vulvovaginal pain, abdominal pain upper, arthralgia, eczema, musculoskeletal pain and pain in extremity outcome was unknown, the migraine and headache had not resolved and the hypertension was resolving. The reporter considered abdominal pain upper, arthralgia, bladder disorder, coital bleeding, cystitis, cystitis interstitial, cystocele, dysmenorrhoea, dyspareunia, eczema, enterocele, fatigue, headache, hemiplegic migraine, hypertension, impaired gastric emptying, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, procedural pain, psoriasis, pulmonary embolism, rectocele, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: at the end of the procedure, right tube with 3 coils from the ostia and left tube with 2 coils out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: results: essure inserts noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2018: plaintiff fact sheet received. New events butt pain and legs pain added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pulmonary embolism ("developed a pulmonary embolism") and impaired gastric emptying ("gastroparesis") in a 33-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pituitary adenoma, endometriosis, fatty liver, hyperlipidemia, hypertension, cerebral cyst, snapping hip syndrome, osteoporosis, acetabular labral tear, migraine, psoriasis, pelvic prolapse, pelvic pain, anxiety, vaginal bleeding, facial pain, fractured nose (findings and impression: tiny left-sided nasal bone linear lucency, which may represent a nondisplaced fracture. Other wise, no displaced fracture is seen.), pain in extremity, pain in elbow, rash all over (pruritic rash, possible allergic reaction.), high cholesterol, hemorrhoids (anorectal discomfort), weight gain and bipolar disorder. Previously administered products included for prevent pregnancy: yasmin and gianvi. Concurrent conditions included contusion, chest pain, back pain, numbness in leg, weakness, unsteady gait, hazy vision, afebrile seizure, vaginal prolapse, abdominal cramps (this happened after having intimacy with husband this morning pt cramping is lower abdominal), ligament laxity, pituitary adenoma, vaginal cuff dehiscence, hypothyroidism and umbilical hernia. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), aripiprazole (abilify), atorvastatin, carisoprodol (soma), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), epinephrine (epipen), eszopiclone (lunesta), levothyroxine sodium (eferox), levothyroxine sodium (synthroid), lorazepam (ativan), methylphenidate hydrochloride (ritalin), montelukast (singulair), pantoprazole (protonix), progesterone (prometrium), propranolol, rizatriptan (maxalt), rosuvastatin (crestor), sertraline, temazepam (restoril), topiramate (topomax), tramadol, vicodin and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced musculoskeletal pain ("pain: after surgery [ suffered severe pain in my butt and down my leg") and pain in extremity ("pain after surgery suffered severe pain in my butt and down my leg"). In 2011, the patient experienced cystocele ("cystocele"), cystitis ("bladder infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge alot of discharge always thought I had an infection"), fatigue ("fatigue"), weight increased ("sudden I put on over 20lbs"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse) "), coital bleeding ("my vagina hurts all the time making sex painful and I bleed also"), uterine prolapse ("uterine prolapse"), vomiting ("I throw up all the time") and arthralgia ("hips pain"). In 2013, the patient experienced hypertension ("had high blood pressure before hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriasis ("developed small patches of psoriasis "), migraine ("migraines I had them but they have gotten way worse now"), headache ("headaches I had them but they have gotten way worse now"), hemiplegic migraine ("hemplegic migraine syndrome"), impaired gastric emptying (seriousness criterion medically significant), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), eczema ("eczema"), enterocele (" enterocele") and rectocele ("rectocele"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pulmonary embolism, vaginal haemorrhage, menorrhagia, cystocele, cystitis interstitial, cystitis, the last episode of female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, nausea, hemiplegic migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, impaired gastric emptying, musculoskeletal pain, pain in extremity, coital bleeding, uterine prolapse, vomiting, vulvovaginal pain, abdominal pain upper and eczema outcome was unknown, the migraine and headache had not resolved and the hypertension was resolving. The reporter considered abdominal pain upper, arthralgia, bladder disorder, coital bleeding, cystitis, cystitis interstitial, cystocele, dysmenorrhoea, dyspareunia, eczema, enterocele, fatigue, headache, hemiplegic migraine, hypertension, impaired gastric emptying, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, psoriasis, pulmonary embolism, rectocele, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: at the end of the procedure, right tube with 3 coils from the ostia and left tube with 2 coils out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: essure inserts noted bilaterally . On (B)(6) 2009: impression: normal pelvic ultrasound. The right ovary measures 3.2 cm in longest dimension and the left ovary measures 3.6 on image in greatest dimension. There is no ovarian or adnexal mass. On (B)(6) 2014: surgical pathology: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilatereal salpingectomy (119 grams) letomyoma, up to 0.5 cm. Inactive endometrium cervix without significant abnormality right fallopian tube with paratubal cysts left fallopian tube with paratubal cysts negative for malignancy. Specimens received: uterus/cervix/bilateral tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, , menorrhagia, cystocele, cystitis interstitial, cystitis, female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, migraine, headache, pulmonary embolism, nausea, hemiplegic migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, impaired gastric emptying, , musculoskeletal pain, pain in extremity, female sexual dysfunction, coital bleeding, uterine prolapse, hypertension, vomiting, vulvovaginal pain, abdominal pain upper, arthralgia and eczema were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pulmonary embolism ("developed a pulmonary embolism") and impaired gastric emptying ("gastroparesis") in a 33-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pituitary adenoma, endometriosis, fatty liver, hyperlipidemia, hypertension, cerebral cyst, snapping hip syndrome, osteoporosis, acetabular labral tear, migraine, psoriasis, pelvic prolapse, pelvic pain, anxiety, vaginal bleeding, facial pain, fractured nose (findings and impression: tiny left-sided nasal bone linear lucency, which may represent a nondisplaced fracture. Other wise, no displaced fracture is seen.), pain in extremity, pain in elbow, rash all over (pruritic rash, possible allergic reaction.), high cholesterol, hemorrhoids (anorectal discomfort), weight gain and bipolar disorder. Previously administered products included for prevent pregnancy: yasmin and gianvi. Concurrent conditions included contusion, chest pain, back pain, numbness in leg, weakness, unsteady gait, hazy vision, afebrile seizure, vaginal prolapse, abdominal cramps (this happened after having intimacy with husband this morning pt cramping is lower abdominal), ligament laxity, pituitary adenoma, vaginal cuff dehiscence, hypothyroidism and umbilical hernia. Concomitant products included alprazolam (xanax), amitriptyline hydrochloride (elavil), aripiprazole (abilify), atorvastatin, carisoprodol (soma), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), epinephrine (epipen), eszopiclone (lunesta), levothyroxine sodium (eferox), levothyroxine sodium (synthroid), lorazepam (ativan), methylphenidate hydrochloride (ritalin), montelukast (singulair), pantoprazole (protonix), progesterone (prometrium), propranolol, rizatriptan (maxalt), rosuvastatin (crestor), sertraline, temazepam (restoril), topiramate (topomax), tramadol, vicodin and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced procedural pain ("pain: after surgery [ suffered severe pain in my butt and down my leg"). In (B)(6) , the patient experienced cystocele ("cystocele"), cystitis ("bladder infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge alot of discharge always thought I had an infection"), fatigue ("fatigue"), weight increased ("sudden I put on over 20lbs"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), coital bleeding ("my vagina hurts all the time making sex painful and I bleed also"), uterine prolapse ("uterine prolapse"), vomiting ("I throw up all the time") and arthralgia ("hips pain"). In (B)(6) , the patient experienced hypertension ("had high blood pressure before hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), the second episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriasis ("developed small patches of psoriasis "), migraine ("migraines I had them but they have gotten way worse now"), headache ("headaches I had them but they have gotten way worse now"), hemiplegic migraine ("hemplegic migraine syndrome"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), eczema ("eczema"), enterocele (" enterocele") and rectocele ("rectocele"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pulmonary embolism, impaired gastric emptying, vaginal haemorrhage, menorrhagia, cystocele, cystitis interstitial, cystitis, the last episode of female sexual dysfunction, psoriasis, bladder disorder, urinary tract disorder, nausea, hemiplegic migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, procedural pain, coital bleeding, uterine prolapse, vomiting, vulvovaginal pain, abdominal pain upper and eczema outcome was unknown, the migraine and headache had not resolved and the hypertension was resolving. The reporter considered abdominal pain upper, arthralgia, bladder disorder, coital bleeding, cystitis, cystitis interstitial, cystocele, dysmenorrhoea, dyspareunia, eczema, enterocele, fatigue, headache, hemiplegic migraine, hypertension, impaired gastric emptying, menorrhagia, migraine, nausea, pelvic pain, procedural pain, psoriasis, pulmonary embolism, rectocele, urinary tract disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain, weight increased, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: at the end of the procedure, right tube with 3 coils from the ostia and left tube with 2 coils out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: essure inserts noted bilaterally. On (B)(6) 2009: impression: normal pelvic ultrasound. The right ovary measures 3.2 cm in longest dimension and the left ovary measures 3.6 on image in greatest dimension. There is no ovarian or adnexal mass. On (B)(6) 2014: surgical pathology: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilatereal salpingectomy (119 grams) letomyoma, up to 0.5 cm. Inactive endometrium cervix without significant abnormality right fallopian tube with paratubal cysts left fallopian tube with paratubal cysts negative for malignancy. Specimens received: uterus/cervix/bilateral tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pulmonary embolism ('developed a pulmonary embolism'), impaired gastric emptying ('gastroparesis'), brain neoplasm ('a brain tumor and brain cyst'), cardiac infection ('heart infection'), facial paralysis ('bell's palsy'), intestinal prolapse ('small intestine prolapse/colon prolapse'), thrombosis ('I have both I've had a blood clot'), pneumonia ('I have both I've had a lung infection'), anaphylactic shock ('I had anaphylactic shock when I was on essure to'), pericarditis ('I've also had a pulmonary embolism and pericarditis') and autoimmune hepatitis ('I've had acute hepatitis') in a 33-year-old female patient who had essure (batch no. 675117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pituitary adenoma, endometriosis, fatty liver, hyperlipidemia, hypertension, cerebral cyst, snapping hip syndrome, osteoporosis, acetabular labral tear, migraine, psoriasis, pelvic prolapse, pelvic pain, anxiety, vaginal bleeding, facial pain, fractured nose (findings and impression: tiny left-sided nasal bone linear lucency, which may represent a nondisplaced fracture. Other wise, no displaced fracture is seen.), pain in extremity, pain in elbow, rash all over (pruritic rash, possible allergic reaction.), high cholesterol, hemorrhoids (anorectal discomfort), weight gain, bipolar disorder and thrombosis. *on (B)(6) 2010, essure confirmation test was performed on (B)(6) 2014: surgical pathology: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilatereal salpingectomy (119 grams) letomyoma, up to 0.5 cm. Inactive endometrium cervix without significant abnormality right fallopian tube with paratubal cysts left fallopian tube with paratubal cysts negative for malignancy. Specimens received: uterus/cervix/bilateral tubes. Previously administered products included for prevent pregnancy: yasmin and gianvi. Concurrent conditions included contusion, chest pain, back pain, numbness in leg, weakness, unsteady gait, hazy vision, afebrile seizure, vaginal prolapse, abdominal cramps (this happened after having intimacy with husband this morning pt cramping is lower abdominal), ligament laxity, pituitary adenoma, vaginal cuff dehiscence, hypothyroidism and umbilical hernia. Concomitant products included alprazolam (xanax), aripiprazole (abilify), atorvastatin, carisoprodol (soma), clonazepam (klonopin), duloxetine hydrochloride (cymbalta), epinephrine (epipen), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (vicodin), levothyroxine sodium (eferox), levothyroxine sodium (synthroid), lorazepam (ativan), methylphenidate hydrochloride (ritalin), montelukast sodium (singulair), propranolol, proton pump inhibitors, rizatriptan benzoate (maxalt), rosuvastatin calcium (crestor), sertraline, topiramate, tramadol and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced procedural pain ("pain: after surgery [ suffered severe pain in my butt and down my leg"). In 2011, the patient experienced cystocele ("cystocele"), cystitis ("bladder infections"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge alot of discharge always thought I had an infection"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), coital bleeding ("my vagina hurts all the time making sex painful and I bleed also"), uterine prolapse ("uterine prolapse"), vomiting ("I throw up all the time") and arthralgia ("hips pain/had 5 abdominal surgeries, screws in my hips, can't sit without pain ") and was found to have weight increased ("sudden I put on over 20lbs"). In 2013, the patient experienced hypertension ("had high blood pressure before hysterectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis interstitial ("interstitial cystitis"), psoriasis ("developed small patches of psoriasis"), migraine ("migraines I had them but they have gotten way worse now"), headache ("headaches I had them but they have gotten way worse now"), hemiplegic migraine ("hemplegic migraine syndrome"), vulvovaginal pain ("vagina pain"), abdominal pain upper ("stomach pain"), eczema ("eczema"), enterocele (" enterocele"), rectocele ("rectocele"), musculoskeletal pain ("butt pain/I am at the point where I can't even sit in a chair longer than an hour or so"), pain in extremity ("legs pain"), amnesia ("memory has gone bad"), mobility decreased ("I am 40 years old and deal with severe pain and immobility and I look like I'm healthy"), abdominal pain ("on deep penetration extreme abdominal pain"), depression ("larissa heller I'm depressed a lot too"), emphysema ("I have emphysema"), cerebral cyst ("brain cyst"), cardiac infection (seriousness criterion medically significant), osteoporosis ("osteoporosis"), peroneal nerve palsy ("foot drop"), meniscus injury ("I just tore my meniscus"), trigeminal neuralgia ("trigeminal neuralgia"), facial paralysis (seriousness criterion medically significant), regurgitation ("burping up vomit and regurgitation"), bladder prolapse ("I had bledder, small intestine and colon prolapse"), intestinal prolapse (seriousness criterion medically significant), pineal gland cyst ("pineal cyst"), adrenal disorder ("adrenal problems"), thrombosis (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), dizziness ("I was dizzy after hysterectomy"), anaphylactic shock (seriousness criterion medically significant), cartilage injury ("I also have acetabular tears in both hips"), insomnia ("I already have severe insomnia so the littlest thing wakes me up"), pericarditis (seriousness criterion medically significant), chest pain ("I need to go for some crazy test thats probably whats causing some of my chest pain"), gastrointestinal motility disorder ("I have what called a motility disorder in both my esophagus and stomach"), gastrooesophageal reflux disease ("sometimes vomiting 1/2 days a week with severe gerd"), autoimmune hepatitis (seriousness criterion medically significant), endometriosis ("I suffered from severe endometriosis before I had hysterectomy") and post-traumatic stress disorder ("post-traumatic stress disorder") and was found to have brain neoplasm (seriousness criterion medically significant), thyroid neoplasm ("thyroid tumor"), urine ketone body present ("I had high ketones and proteins in my urine"), protein urine present ("proteins in my urine"), blood urea increased ("my bun was elevated"), adenoma benign ("I have an adenoma and pineal cyst") and liver function test increased ("right now my liver function is very elevated from vomiting"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pulmonary embolism, impaired gastric emptying, vaginal haemorrhage, menorrhagia, cystocele, cystitis interstitial, cystitis, psoriasis, bladder disorder, urinary tract disorder, nausea, hemiplegic migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, procedural pain, female sexual dysfunction, coital bleeding, uterine prolapse, vomiting, vulvovaginal pain, abdominal pain upper, arthralgia, eczema, musculoskeletal pain, pain in extremity, amnesia, mobility decreased, abdominal pain, depression, emphysema, brain neoplasm, cerebral cyst, cardiac infection, osteoporosis, peroneal nerve palsy, meniscus injury, trigeminal neuralgia, facial paralysis, regurgitation, urine ketone body present, protein urine present, blood urea increased, bladder prolapse, intestinal prolapse, adenoma benign, pineal gland cyst, liver function test increased, adrenal disorder, thrombosis, pneumonia, dizziness, anaphylactic shock, cartilage injury, insomnia, pericarditis, chest pain, gastrointestinal motility disorder, gastrooesophageal reflux disease, autoimmune hepatitis, endometriosis and post-traumatic stress disorder outcome was unknown, the migraine and headache had not resolved and the hypertension was resolving. The reporter considered abdominal pain, abdominal pain upper, adenoma benign, adrenal disorder, amnesia, anaphylactic shock, arthralgia, autoimmune hepatitis, bladder disorder, bladder prolapse, blood urea increased, brain neoplasm, cardiac infection, cartilage injury, cerebral cyst, chest pain, coital bleeding, cystitis, cystitis interstitial, cystocele, depression, dizziness, dysmenorrhoea, dyspareunia, eczema, emphysema, endometriosis, enterocele, facial paralysis, fatigue, female sexual dysfunction, gastrointestinal motility disorder, gastrooesophageal reflux disease, headache, hemiplegic migraine, hypertension, impaired gastric emptying, insomnia, intestinal prolapse, liver function test increased, meniscus injury, menorrhagia, migraine, mobility decreased, musculoskeletal pain, nausea, osteoporosis, pain in extremity, pelvic pain, pericarditis, peroneal nerve palsy, pineal gland cyst, pneumonia, post-traumatic stress disorder, procedural pain, protein urine present, psoriasis, pulmonary embolism, rectocele, regurgitation, thrombosis, thyroid neoplasm, trigeminal neuralgia, urinary tract disorder, urine ketone body present, uterine prolapse, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: at the end of the procedure, right tube with 3 coils from the ostia and left tube with 2 coils out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: results: essure inserts noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, pelvic pain, vaginal discharge. Concerning the injuries reported in this case, the following one were reported from social media report : memory has gone bad, I am 40 years old and deal with severe pain and immobility and I look like I'm healthy, on deep penetration extreme abdominal pain, larissa heller I'm depressed a lot too, I have emphysema, a brain tumor and brain cyst, brain cyst, thyroid tumor, heart infection, osteoporosis, foot drop, I just tore my meniscus, trigeminal neuralgia, bell's palsy, burping up vomit and regurgitation, I had high ketones and proteins in my urine, proteins in my urine, my bun was elevated, I had bladder, small intestine and colon prolapse, small intestine prolapse/colon prolapse, I have an adenoma and pineal cyst, pineal cyst, right now my liver function is very elevated from vomiting, adrenal problems, I have both I've had a blood clot, I have both I've had a lung infection, I was dizzy after hysterectomy, I had anaphylactic shock when I was on essure to, I also have acetabular tears in both hips, I already have severe insomnia so the littlest thing wakes me up, I've also had a pulmonary embolism and pericarditis, I need to go for some crazy test thats probably whats causing some of my chest pain, I have what called a motility disorder in both my esophagus and stomach, sometimes vomiting 1/2 days a week with severe gerd, I've had acute hepatitis, I suffered from severe endometriosis before I had hysterectomy, post-traumatic stress disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received new events : memory has gone bad, I am 40 years old and deal with severe pain and immobility and I look like I'm healthy, on deep penetration extreme abdominal pain, larissa heller I'm depressed a lot too, I have emphysema, a brain tumor and brain cyst, brain cyst, thyroid tumor, heart infection, osteoporosis, foot drop, I just tore my meniscus, trigeminal neuralgia, bell's palsy, burping up vomit and regurgitation, I had high ketones and proteins in my urine, proteins in my urine, my bun was elevated, I had bladder, small intestine and colon prolapse, small intestine prolapse/colon prolapse, I have an adenoma and pineal cyst, pineal cyst, right now my liver function is very elevated from vomiting, adrenal problems, I have both I've had a blood clot, I have both I've had a lung infection, I was dizzy after hysterectomy, I had anaphylactic shock when I was on essure to, I also have acetabular tears in both hips, I already have severe insomnia so the littlest thing wakes me up, I've also had a pulmonary embolism and pericarditis, I need to go for some crazy test thats probably whats causing some of my chest pain, I have what called a motility disorder in both my esophagus and stomach, sometimes vomiting 1/2 days a week with severe gerd, I've had acute hepatitis, I suffered from severe endometriosis before I had hysterectomy, post-traumatic stress disorder. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the essure implant on (B)(6) 2014.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.